Event description:
It was reported that a user on the ilet bionic pancreas experienced a low glucose event around a lunch meal while trending down near 70 mg/dl and had announced a normal meal. Symptoms included feeling tired and overwhelmed. Outcomes included self-treatment with oral glucose in the form of orange juice, no need for assistance, no medical intervention, and no hospitalization. Investigation included review of device data trends and troubleshooting education focused on meal announcements and timing to avoid lows. Investigation of this case revealed no device malfunction and suggested user-related factors, as the patient had been trending low before meal announcement and received education from a healthcare professional without any device setting changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.